Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Visual examination of the provided photographs and x-ray images confirmed the reported event. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : the DHR analysis of the batches indicated shows an initial conformance of these products with regards to their specification. For these batches, there was no deviation or non-conformance.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: g1 (zip code extension). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: g1 (physical manufacturer).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision right delta xtend tsr. Patient underwent primary surgery in 2012 at another facility and different surgeon. Presented to current surgeon complaining of pain. Surgeon suspected cause as scapular notching. Surgery undertaken to remove poly insert, glenosphere and broken inferior metaglene screw. Broken portion of screw unable to be removed and left in-situ. Previous 38 ecc glenosphere removed and a 42 ecc inserted. Trail reduction with 42, + 6 std poly insert. Surgeon satisfied with range of motion, definitive 42, + 6 std poly impacted and shoulder reduced.